Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low r-waves even at the most sensitive setting. The electrogram showed the patient had a premature ventricular contraction, which the rv lead did not sense, and a run of ventricular tachycardia (vt) was set off. Throughout the vt run, there was ventricular safety pacing. The rv lead is still in use. No patient complications have been reported as a result of this event.